Event description:
It was reported that an 840 ventilator had a blocked touchscreen. The ventilator was not in use on a patient at the time of the reported event. A technical support engineer (tse) troubleshot the issue with the customer and they ran extended self-testing (est). The customer was unable to duplicate the issue. The tse recommended that the customer run the ventilator on a test lung. It was later reported that they weren't able to duplicate the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.